Event description:
It was reported that the patient had a loss of therapeutic effect and would be staying overnight in the intensive care unit following a catheter revision. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.